Event description:
A ventilator was returned to the manufacturer service center for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device would not power on. The device's system board and internal battery were replaced to address the issues.